Event description:
A pt svc rep (psr) contacted zoll customer support to report that the pt's belt could not be recognized by the pt's monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (cannot be recognized) has been confirmed. Upon eval, the belt failed the current and fall-off tests. The cause of the inability to the recognized and the cause of the test failures is slow timing for communication with the monitor. The cause for the slow timing is any defective msp 430 16-bit low power mcu component u713. The cause of the defective u713 is an improper output at pin 55. The root cause of the improper output cannot be positively identified. No adverse event resulted from the defective component. The pt received a replacement electrode belt.